Event description:
A consumer reported blurry near vision after intraocular lens (iol) implant surgery. At the pt's request, the surgeon was not contacted.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received in the lot number. At the pt's request, the surgeon was not contacted.